Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon burst. The 90% stenosed target lesion was located in the non-tortuous and non-calcified common iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for less than a minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical college. E1 - initial reporter address 1: (B)(6) china. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 10mm proximal of the proximal markerband and extending approximately 95mm distally across the balloon material. The rated burst pressure for this device as per mustang specification is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
It was reported that the balloon burst. The 90% stenosed target lesion was located in the non-tortuous and non-calcified common iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for less than a minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.